Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported leak was able to be reproduced during the investigation of (B)(6), the specific root cause could not be conclusively determined. The pump was returned assembled with the pump cable intact. A mini cuff and standard apical cuff were also returned. Visual inspection of the cuff lock assembly and sealing ring found no evidence of damage or defect that would have contributed to the reported event. The mini cuff and standard cuff felt showed suture holes in the felt consistent with use, but otherwise appeared unremarkable. Dimensional analysis of the cuff lock arms, sealing ring, motor cap, mini cuff, and standard apical cuff using a vision system found the components to be within manufacturing specification. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The returned components were provided to r&d engineering for further analysis and characterization of the dimensions and leak rate potential. The inspection results suggest the returned components are within specification, and water leak rate results reproduced a quantifiable leak under lab conditions, but the specific root cause was not determined. A corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Heartmate 3 mini apical cuff kit IFU in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was gradually recovering and no further issues have been reported.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the surgeon connected the pump to the mini apical cuff, they noticed that there was a sufficient amount of bleeding around the apical cuff area. The surgeon decided to find the bleeding spot and changed to the regular apical cuff since they thought there might be a problem with the mini apical cuff. However, the bleeding continued and eventually the surgeon had to change to the new pump with a new regular apical cuff to stop the bleeding. As of (B)(6) 2021, the patient was still in the intensive care unit (ICU) for recovering.